Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, wear abrasion. Cloudy and bubbles were observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV. The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "inflammation/irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿unusual pain, tingling, swelling, numbness, or burning of the breast¿; "a deflation type feeling."

Event description:
Healthcare professional reported "moderate malposition and asymmetry" which have been deemed not related to the device. Patient reported experiencing "unusual pain" which has been deemed not related to the device. Patient also reported "tingling, swelling, numbness, or burning of the breast...more than 2 months after mammogram." Patient additionally reported "pain, uncomfortable feeling, poking and a deflation type feeling and concerns with the device." Affected side is right. The device remains implanted.